Manufacturer narrative:
A physical assessment of the device identified that the weld does not cover the circumference of the entire impaction plate assembly, whereas, the welds from other lots of the same device do. In addition to the weld not covering the entire circumference of the impaction plate assembly, it is suspected that there was not sufficient penetration between of the weld to the base instrument, or of the weld to the impaction plate assembly. When reviewing the engineering drawing, it does not specify that the weld should cover the entire circumference of the impaction plate assembly, however it does state: "all welds to be completely sealed, free of gaps and seams, and polished to a satin finish".

Event description:
The company received notification on 5/05/2020 regarding a forceps implant inserter that was reported to have the impaction plate fracture from the instrument with minimal striking force during a surgical procedure on (B)(6) 2020. The procedure was successfully completed, there were no known patient complications. The complainant assessed a second forceps inserter (from the same lot) and found that the same failure was achieved with minimal force applied by hand. Report 3005031160-2020-00014 has been submitted for the second device.